Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) and lead replacement procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5086104/5078169 UDI: (B)(4).